Event description:
Pt reported that she was just discharged yesterday after being hospitalized for a few weeks. Exact dates of hospitalization is unknown but she believes she was admitted on (B)(6) 2024. Pt reported that she was admitted because her remunity pumps failed and were not infusing remodulin correctly. Before the hospitalization, she didn't know that her site had popped out when she discovered that she wasn't infusing remodulin, there was nothing coming out of the catheter and this was over 24 hours. She reported that all of a sudden, a lot of medication came out of the tube. Pt also reported severe vomiting and feeling very sick so she went to the hospital. She does not feel confident that her pumps are functioning since the pump stated that it was delivering medication when the site had popped off. Pump issue was already reported on 02/05/2024. She reported that her last site change was (B)(6) 2024. Pt reported that. So far the site was fine. She rated her current pain 5 out of 10 and stated that she uses ice, triamcinolone cream and lidocaine/prilocaine creams for the site pain. Unknown if her doctor is aware of the site pain. No further info/details or dates available. Sq remunity self-fill pt. Pt started using remunity device (B)(6) 2023. Reported to (B)(6) by patient/caregiver.